Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review as the patient has not been revised. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Additional information has been requested and is currently not available. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Note: this is a split case with zimmer inc., (B)(4). (B)(4).

Event description:
It was reported that the patient was implanted a metasul head 40 12/14 sz s/-3.5 /-3.5 on (B)(6) 2012 and was diagnosed on (B)(6) 2017 with a zone 01 radiolucency the patient is currently monitored, no treatment is done at the moment, the event is tolerated. This is a split case with zimmer inc., (B)(4).

Manufacturer narrative:
DHR review: indicates the devices were manufactured to specifications. No trend considering the following event is identified: loosening. Event summary: the patient had metasul head-continuum cup implanted on (B)(6) 2012 and on (B)(6) 2017 the patient was diagnosed with zone 01 radiolucency. Review of received data: no evidence for loosening or subsidence. Bone cement mantle thickness seems to be adequate. There is evidence of osteolysis in the region of the greater trochanter, bilobed in appearance. No metallic particles are seen. Overall fit and alignment of the implant is appropriate. Bone quality is appropriate. Devices analysis: no product was returned to zimmer biomet for in-depth analysis as they remain implanted. Review of product documentation: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Root cause analysis: root cause determination using rmw: bone necrosis, aseptic loosening. Potential soft tissue damage due to magnetic resonance related damage or effects - heat, motion, image artifacts. Possible, as no further details are available, this point cannot be excluded. Thermal necrosis and/or implant loosening due to increased frictional moment due to inadequate, small clearance in m-o-m pairing leading to increased temperature. Possible, no surgical reports available or devices returned for investigation (still implanted). Therefore no analysis of the devices could be done. Failure of connection between stem and ball head, postoperative tissue reaction, "metallosis", dislocation, aseptic loosening of stem due to excessive wear due to micromotion in taper connection between stem and head (e.g fretting). Possible, no surgical reports available or devices returned for investigation (still implanted). Therefore no analysis of the devices could be done to exclude this point. Postoperative tissue reaction, "metallosis", dislocation, aseptic loosening of stem due to pe or metal particle release from articulation or taper connection. Possible, no surgical reports available or devices returned for investigation (still implanted). Therefore no analysis of the devices could be done to exclude this point. Dislocation, subluxation, abrasive wear, loosening of components due to tissue impingement prior to proper taper fit not possible. No abnormalities found regarding the position of the implants. Dislocation, subluxation, leg length difference, aseptic loosening of components due to selection of wrong components (e.g. Wrong size of head diameter and/or offset) not possible: correct components used. Compromised implant fixation, aseptic loosening of stem due to excessive attachment force when assembling head on stem taper. Possible, no surgical reports available or devices returned for investigation (still implanted). Therefore no analysis of the devices could be done to exclude this point. Root cause determination using rmw: bone necrosis, aseptic loosening. Potential soft tissue damage due to magnetic resonance related damage or effects - heat, motion, image artifacts. Possible, as no further details are available, this point cannot be excluded. Bone necrosis, aseptic loosening. Potential soft tissue damage due to radio frequency heating related damage. Possible, no surgical reports available or devices returned for investigation (still implanted). Therefore no analysis of the devices could be done. Aseptic loosening, pain, fracture of implant due to insufficient fatigue strength of component material and design not possible. A systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Aseptic loosening, metallosis, soft tissue damage due to metal particle wear due to m-o-m articulation (clearance). Possible, no surgical reports available or devices returned for investigation (still implanted). Therefore no analysis of the devices could be done to exclude this point. Implant dislocation/loosening due to incorrect inserted and/or incorrect fix components. Possible, no surgical reports available or devices returned for investigation (still implanted). Therefore no analysis of the devices could be done to exclude this point. Conclusion summary: it was reported that the patient had a metasul head-continuum cup implanted on (B)(6) 2012 and on (B)(6) 2017 the patient was diagnosed with zone 01 radiolucency. Warsaw split complaint (B)(4). No devices or photos were received; therefore the condition of the devices is unknown. DHR review of item indicates the devices were manufactured to specifications. DHR shows no deviations to the standard manufacturing process. DHR shows no anomalies or deviations that would have affected the surgical outcome or contributed to the reported event. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Relevant medical history and adherence to rehabilitation protocol are unknown. X-ray review dated (B)(6) 2018: no evidence for loosening or subsidence. Bone cement mantle thickness seems to be adequate. There is evidence of osteolysis on an image (14 of 14) in the region of the greater trochanter, bilobed in appearance. No metallic particles are seen. Overall fit and alignment of the implant is appropriate. Bone quality is appropriate. However, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4). The following report is associated with this event: 0009613350-2018-00083.